Manufacturer narrative:
Concomitant medical products: product ID: 429888 lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the skin did not heal at the cardiac resynchronization therapy defibrillator (crt-d) insertion site. The device was explanted and all leads were capped. No further patient complications have been reported as a result of this event.